Manufacturer narrative:
(B)(4). Date sent: 08/19/2025. D4: batch #422d19. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cecr45b reload was received unfired. In addition, the returned reload was noted to be damaged from right side. No functional test could be performed due to the condition of the reload. It is also possible that handling by the customer could causing the reload to be damaged. Due to the reload returned condition we were unable to investigate further the reported would not fire. As part of ethicon suzhou¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device lot e25030017, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 422d19, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not be fired. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.